Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-oct-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient's pain returned after getting good relief prior. The patient denied any fall or injury contributing to the issue. An x-ray was performed which showed lead migration. The manufacturer representative was able to reprogram to get good coverage which resolved the issue. No surgical intervention has been planned or performed.